Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart, battery out limit and low battery alert. The customer's blood glucose level was 98 mg/dl at the time of incident. The customer reported reoccurring alarms. The customer did troubleshoot the issues previously. The customer reported a low blood glucose level of 57 mg/dl. The customer declined troubleshooting for the low blood glucose. The insulin pump will be returned for analysis.